Manufacturer narrative:
Sample probe maintenance and replacement of the sample probe did not improve the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The customer noted that patient sample results are sometimes low or zero and when the samples are repeated after being re-arranged on the sample disk, the results are normal. The sample initially resulted in a total protein value of 2.77 g/l and repeated as 71.70 g/l. The total protein reagent lot number was 60871601, with an expiration date of 30-apr-2023.

Manufacturer narrative:
Calibration and controls were fine. Upon review of the alarm trace, many sample clot alarms occurred on the day of the event. These alarms may indicate possible poor sample quality. Maintenance actions were performed on the analyzer and no further issues have occurred since these actions. The investigation could not identify a product problem. The cause of the event could not be determined.